Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("stabbing pain and severe cramping in abdomen/ cramps to the point I can't get off the floor/ cramps"), kidney infection ("multiple kidney infections"), cystitis ("multiple bladder infections"), genital haemorrhage ("heavy bleeding/ I have bleeding episodes that last for weeks with cramps"), autoimmune disorder ("autoimmune disorder") and vertigo ("vertigo") in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, arm fracture, penicillin allergy, adenoidectomy, non-smoker and alcohol use. On an unknown date, the patient started tylenol [paracetamol] at an unspecified dose and frequency. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2008, the patient experienced dysmenorrhoea ("severe menstrual pain"). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant) and weight fluctuation ("weight fluctuations/ my weight has fluctuated up and down"). In (B)(6) 2012, the patient experienced depression ("depression/ severe depression due to ongoing health problems"). In (B)(6) 2012, the patient experienced migraine ("severe migraines/ sharp and intense migraine"). In 2012, the patient experienced abdominal pain ("severe abdominal pain") and headache ("severe headache"). In (B)(6) 2012, the patient experienced back pain ("severe back pain/ horrible and buckling back pain"). On (B)(6) 2012, 6 years 5 months after insertion of essure (ess205), the patient experienced dehydration ("severe dehydration"). In (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), cystitis (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), fatigue ("fatigue"), ovarian cyst ("ovarian cyst"), menorrhagia ("heavy and prolonged bleeding"), allergy to metals ("experienced a hypersensitivity reaction to nickel"), feeling hot ("body got hot all over"), flushing ("flushed"), presyncope ("almost fainted"), malaise ("I have been so sick so many times"), vomiting ("I cannot tolerate any more vomiting and cramps to the point I can't get off the floor."), menstrual disorder ("my menstrual cycle fluctuates"), mental disorder ("my mental status is high then low, then high again"), dizziness ("dizziness"), nausea ("nauseated"), vertigo (seriousness criterion hospitalization) and arthritis ("arthritis"). The patient was hospitalized from (B)(6) 2014. The patient was treated with ondansetron (zofran), diazepam, promethazine (phenergan), ketorolac tromethamine (toradol), citalopram hydrobromide (celexa) and surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, kidney infection, cystitis, genital haemorrhage, autoimmune disorder, dysmenorrhoea, back pain, abdominal pain, depression, fatigue, weight fluctuation, dyspareunia, migraine, ovarian cyst, menorrhagia, headache, allergy to metals, feeling hot, flushing, presyncope, malaise, vomiting, menstrual disorder, mental disorder, dehydration, dizziness, nausea, vertigo and arthritis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthritis, autoimmune disorder, back pain, cystitis, dehydration, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling hot, flushing, genital haemorrhage, headache, kidney infection, malaise, menorrhagia, menstrual disorder, mental disorder, migraine, nausea, ovarian cyst, presyncope, vertigo, vomiting and weight fluctuation to be related to essure (ess205). The reporter commented: she was hospitalized from (B)(6) 2014 due to severe vertigo with incapacitation, severe socioeconomic stressors with secondary general anxiety disorder, and depression. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: properly in place / occlusion with implants on an unspecified date, she had x-ray done for vertigo and arthritis, vertigo, dizziness, nauseated. On (B)(6) 2012: vestibular ocular testing today was done without evoking or noticing any symptoms of vertigo or any other central nervous system dysfunction. Hospital course on (B)(6) 2014: urine tox screen was negative. White blood cell count, infectious workup, urinalysis were all normal. Admission laboratory results relatively benign for abnormality. Potassium 3.7, creatinine 0.7, sodium 137. Normal liver function tests, hemoglobin 13.7, mcv 92, white count 8,400 with 88% neutrophils, 10% lymphocytes, troponin negative. EKG revealed normal sinus rhythm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dizziness, vomiting, vertigo, depression, abdominal pain, back pain, cystitis, allergy to metals, genital hemorrhage, menorrhagia. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this me. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 27-nov-2017: medical records received. New reporter added (case became medically confirmed). Patient´s medical history added. She was hospitalized from (B)(6) 2014 due to severe vertigo with incapacitation, severe socioeconomic stressors with secondary general anxiety disorder, and depression. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("stabbing pain and severe cramping in abdomen/ cramps to the point I can't get off the floor/ crapms"), kidney infection ("multiple kidney infections"), cystitis ("multiple bladder infections"), genital haemorrhage ("heavy bleeding/ I have bleeding episodes that last for weeks with cramps"), autoimmune disorder ("autoimmune disorder") and vertigo ("vertigo") in a 48-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, arm fracture, penicillin allergy, adenoidectomy, nonsmoker and alcohol use. On an unknown date, the patient started tylenol [paracetamol] at an unspecified dose and frequency. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2008, the patient experienced dysmenorrhoea ("severe menstrual pain"). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant) and weight fluctuation ("weight fluctuations/ my weight has fluctuated up and down"). In (B)(6) 2012, the patient experienced depression ("depression/ severe depression due to ongoing health problems"). In (B)(6) 2012, the patient experienced migraine ("severe migraines/ sharp and intense migraine"). In 2012, the patient experienced abdominal pain ("severe abdominal pain") and headache ("severe headache"). In (B)(6) 2012, the patient experienced back pain ("severe back pain/ horrible and buckling back pain"). On (B)(6) 2012, 6 years 5 months after insertion of essure (ess205), the patient experienced dehydration ("severe dehydration"). In (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), cystitis (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), fatigue ("fatigue"), ovarian cyst ("ovarian cyst"), menorrhagia ("heavy and prolonged bleeding"), allergy to metals ("experienced a hypersensitivity reaction to nickel"), feeling hot ("body got hot all over"), flushing ("flushed"), presyncope ("almost fainted"), malaise ("I have been so sick so many times"), vomiting ("I cannot tolerate any more vomiting and cramps to the point I can't get off the floor."), menstrual disorder ("my menstrual cycle fluctuates"), mental disorder ("my mental status is high then low, then high again"), dizziness ("dizziness"), nausea ("nauseated"), vertigo (seriousness criterion hospitalization) and arthritis ("arthritis"). The patient was hospitalized from (B)(6) 2014 to (B)(6) 2014. The patient was treated with ondansetron (zofran), diazepam, promethazine (phenergan), ketorolac tromethamine (toradol), citalopram hydrobromide (celexa) and surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, kidney infection, cystitis, genital haemorrhage, autoimmune disorder, dysmenorrhoea, back pain, abdominal pain, fatigue, weight fluctuation, dyspareunia, migraine, ovarian cyst, menorrhagia, headache, allergy to metals, feeling hot, flushing, presyncope, malaise, vomiting, menstrual disorder, mental disorder, dehydration, dizziness, nausea, vertigo and arthritis outcome was unknown and the depression had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthritis, autoimmune disorder, back pain, cystitis, dehydration, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling hot, flushing, genital haemorrhage, headache, kidney infection, malaise, menorrhagia, menstrual disorder, mental disorder, migraine, nausea, ovarian cyst, presyncope, vertigo, vomiting and weight fluctuation to be related to essure (ess205). The reporter commented: she was hospitalized from (B)(6) 2014 to (B)(6) 2014 due to severe vertigo with incapacitation, severe socioeconomic stressors with secondary general anxiety disorder, and depression. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: properly in place / occlusion with implants on an unspecified date, she had x-ray done for vertigo and arthritis, vertigo, dizziness, nauseated. On (B)(6) 2012: vestibular ocular testing today was done without evoking or noticing any symptoms of vertigo or any other central nervous system dysfunction. Hospital course on (B)(6) 2014: urine tox screen was negative. White blood cell count, infectious workup, urinalysis were all normal. Admission laboratory results relatively benign for abnormality. Potassium 3.7, creatinine 0.7, sodium 137. Normal liver function tests, hemoglobin 13.7, mcv 92, white count 8,400 with 88% neutrophils, 10% lymphocytes, troponin negative. EKG revealed normal sinus rhythm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dizziness, vomiting, vertigo, depression, abdominal pain, back pain, cystitis, allergy to metals, genital hemorrhage, menorrhagia. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this me. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 12-jun-2018: pfs received,event outcome for event severe depression updated from unknown to not recoverd/not resolved. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("stabbing pain and severe cramping in abdomen/ cramps to the point I can't get off the floor/ crapms"), kidney infection ("multiple kidney infections"), vertigo ("vertigo"), cystitis ("multiple bladder infections"), genital haemorrhage ("heavy bleeding/ I have bleeding episodes that last for weeks with cramps") and autoimmune disorder ("autoimmune disorder") in a 48-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included tylenol [paracetamol] for back pain, abdominal pain and migraine. The patient's medical history included gravida ii, arm fracture, penicillin allergy, adenoidectomy, nonsmoker, alcohol use, sebaceous cyst excision and eczema. On an unknown date, the patient started tylenol [paracetamol] at an unspecified dose and frequency. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2008, the patient experienced dysmenorrhoea ("severe menstrual pain"). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant) and weight fluctuation ("weight fluctuations/ my weight has fluctuated up and down"). In (B)(6) 2012, the patient experienced depression ("depression/ severe depression due to ongoing health problems"). In (B)(6) 2012, the patient experienced migraine ("severe migraines/ sharp and intense migraine"). In 2012, the patient experienced abdominal pain ("severe abdominal pain") and headache ("severe headache"). In (B)(6) 2012, the patient experienced back pain ("severe back pain/ horrible and buckling back pain"). On (B)(6) 2012, the patient experienced dehydration ("severe dehydration"), 6 years 5 months after insertion of essure (ess205). In (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), vertigo (seriousness criterion hospitalization), cystitis (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), fatigue ("fatigue"), ovarian cyst ("ovarian cyst"), menorrhagia ("heavy and prolonged bleeding"), allergy to metals ("experienced a hypersensitivity reaction to nickel"), feeling hot ("body got hot all over"), flushing ("flushed"), presyncope ("almost fainted"), malaise ("I have been so sick so many times"), vomiting ("I cannot tolerate any more vomiting and cramps to the point I can't get off the floor."), menstrual disorder ("my menstrual cycle fluctuates"), mental disorder ("my mental status is high then low, then high again"), dizziness ("dizziness"), nausea ("nauseated"), arthritis ("arthritis"), endometriosis ("endometriosis"), dermatitis herpetiformis ("dermatitis herpetiformis") and urinary tract infection ("chronic uti"). The patient was hospitalized from (B)(6) 2014. The patient was treated with citalopram hydrobromide (celexa), diazepam, ketorolac tromethamine (toradol), ondansetron (zofran), promethazine and surgery (hysterectomy). Essure (ess205) was removed on 2-jun-2016. At the time of the report, the abdominal pain lower, kidney infection, vertigo, cystitis, genital haemorrhage, autoimmune disorder, dysmenorrhoea, back pain, abdominal pain, fatigue, weight fluctuation, dyspareunia, migraine, ovarian cyst, menorrhagia, headache, allergy to metals, feeling hot, flushing, presyncope, malaise, vomiting, menstrual disorder, mental disorder, dehydration, dizziness, nausea, arthritis, endometriosis, dermatitis herpetiformis and urinary tract infection outcome was unknown and the depression had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthritis, autoimmune disorder, back pain, cystitis, dehydration, depression, dermatitis herpetiformis, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling hot, flushing, genital haemorrhage, headache, kidney infection, malaise, menorrhagia, menstrual disorder, mental disorder, migraine, nausea, ovarian cyst, presyncope, urinary tract infection, vertigo, vomiting and weight fluctuation to be related to essure (ess205). The reporter commented: she was hospitalized from (B)(6) 2014 due to severe vertigo with incapacitation, severe socioeconomic stressors with secondary general anxiety disorder, and depression. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: properly in place / occlusion with implants. Diagnostic results: on an unspecified date, she had x-ray done for vertigo and arthritis, vertigo, dizziness, nauseated. On (B)(6) 2012: vestibular ocular testing today was done without evoking or noticing any symptoms of vertigo or any other central nervous system dysfunction. Hospital course on (B)(6) 2014: urine tox screen was negative. White blood cell count, infectious workup, urinalysis were all normal. Admission laboratory results relatively benign for abnormality. Potassium 3.7, creatinine 0.7, sodium 137. Normal liver function tests, hemoglobin 13.7, mcv 92, white count 8,400 with 88% neutrophils, 10% lymphocytes, troponin negative. EKG revealed normal sinus rhythm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dizziness, vomiting, vertigo, depression, abdominal pain, back pain, cystitis, allergy to metals, genital hemorrhage, menorrhagia. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this me. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 1-apr-2019: plaintiff fact sheet medical records received: new eventendometriosis, dermatitis herpetiformis and chronic uti were added. Medical history updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("stabbing pain and severe cramping in abdomen/ cramps to the point I can't get off the floor"), kidney infection ("multiple kidney infections"), cystitis ("multiple bladder infections"), genital haemorrhage ("heavy bleeding") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and arm fracture. On an unknown date, the patient started tylenol [paracetamol] at an unspecified dose and frequency. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2008, the patient experienced the first episode of dysmenorrhoea. In november 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant) and weight fluctuation ("weight fluctuations/ my weight has fluctuated up and down"). In (B)(6) 2012, the patient experienced depression ("depression/ severe depression due to ongoing health problems"). In (B)(6) 2012, the patient experienced migraine ("severe migraines/ sharp and intense migraine"). In 2012, the patient experienced abdominal pain ("severe abdominal pain") and headache ("severe headache"). In (B)(6) 2012, the patient experienced back pain ("severe back pain/ horrible and buckling back pain"). On (B)(6) 2012, 6 years 5 months after insertion of essure (ess205), the patient experienced dehydration ("severe dehydration"). In (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), cystitis (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), fatigue ("fatigue"), ovarian cyst ("ovarian cyst"), menorrhagia ("heavy and prolonged bleeding"), allergy to metals ("experienced a hypersensitivity reaction to nickel"), feeling hot ("body got hot all over"), flushing ("flushed"), presyncope ("almost fainted"), malaise ("I have been so sick so many times"), vomiting ("I cannot tolerate any more vomiting and cramps to the point I can't get off the floor."), menstrual disorder ("my menstrual cycle fluctuates"), mental disorder ("my mental status is high then low, then high again"), the second episode of dysmenorrhoea ("I have bleeding episodes that last for weeks with cramps"), dizziness ("dizziness"), nausea ("nauseated"), vertigo ("vertigo") and arthritis ("arthritis"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, kidney infection, cystitis, genital haemorrhage, autoimmune disorder, back pain, abdominal pain, depression, fatigue, weight fluctuation, dyspareunia, migraine, ovarian cyst, menorrhagia, headache, allergy to metals, feeling hot, flushing, presyncope, malaise, vomiting, menstrual disorder, mental disorder, the last episode of dysmenorrhoea, dehydration, dizziness, nausea, vertigo and arthritis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, arthritis, autoimmune disorder, back pain, cystitis, dehydration, depression, dizziness, dyspareunia, fatigue, feeling hot, flushing, genital haemorrhage, headache, kidney infection, malaise, menorrhagia, menstrual disorder, mental disorder, migraine, nausea, ovarian cyst, presyncope, vertigo, vomiting, weight fluctuation, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: properly in place on an unspecified date, she had x-ray done for vertigo and arthritis, vertigo, dizziness, nauseated. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this me. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2017: plaintiff fact sheet:all relevant medical history, concurrent condition, concomitant medication and treatment drug were added. Start date updated. Events abdominal pain; back pain; depression; fatigue; pain during intercourse; heavy and prolonged bleeding; weight fluctuations; migraines, cannot tolerate any more vomiting and cramps to the point I can't get off the floor. It is brought on by nothing and can last for hours to days to weeks. My weight has fluctuated up and down; my mental status is high then low, then high again. My menstrual cycle fluctuates; I have bleeding episodes that last for weeks with cramps and downright buckling of my body for days, then back to normal until the next time it hits were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.